Event description:
It was reported that approximately 16 months post-implant of a bifurcated device and a limb extension, the bifurcated stent graft and limb extension were explanted. Reportedly, the patient was initially treated for athero-embolism with a bifurcated stent graft and limb extension. An angiogram revealed thrombosis formation and acute limb ischemia, related to pre-existing conditions. The physician elected to perform an open repair and explant the devices. The patient was treated with an aortoiliac graft. The patient will be followed up for toe amputation revision. The patient tolerated the procedure well. Additional information: prior to the index procedure the patient had pre-existing left hypogastric occluded with thrombus. Patient is smoker, with gangrene of the lower extremities due to poor blood flow. After stent graft implantation the patient did not return for follow-up with implanting physician.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device was discarded at the hospital.